Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - were there patient consequences? If yes, please specify. - name of procedure? --please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery on the 20th day of admission. While suturing the artery, the hand washing nurse found that the problem of pulling off suture needle happened while picking up the suture. Immediately replace the suture with a new one and carefully inspect it during the operation to avoid similar incidents. This incident caused a delay in the surgical time. There were no adverse consequences reported. Additional information was requested.